Event description:
The olympus representative reported on behalf of the customer, liquid was leaking at the control section on the evis lucera bronchovideoscope. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the coating of the connecting tube was peeled off. This report is to capture the reportable malfunction of the coating of the connecting tube was peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The connecting tube was buckled and had a crease. The quantity of suction was out of standards due to breakage of the channel tube. The channel tube could not be waterproofed due to the breakage. The control unit was contaminated due to leakage. The angulation in the up direction was out of standards due to a worn angle wire. There was corrosion at the scope connector and scope identification due to leakage. The universal cord was dirty due to leakage. Switch three (3) was not available due to corrosion. The light guide lens was broken. The electrical was corroded due to leakage. There was no video due to a broken charge-coupled device unit. The bending section cover had a gap in the bonding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The intended procedure was completed with a similar device with no surgical delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that cause of the suggested phenomenon was physical stress, chemical stress, storage environment, etc. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual general policy: precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.